Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair when you stop will slowly veer to the left going down a ramp. The caller has no further information to provide.